Manufacturer narrative:
(B)(4).

Event description:
An infection was reported. It was stated that following implant, a year ago, patient got infection in the form of a seroma and was hospitalized for a week. Patient was started on intravenous vancomycin. Per reporter "it was fine". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)